Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for unknown tfna helical blade, size unknown/unknown lot number. Unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4): this event resulted in the blade puncturing through the femoral head, and required additional surgical intervention to remove the hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) female patient presented with excessive collapse of femoral head and neck due to previous fracture causing tfna helical blade to puncture through femoral head. Tfna nail, helical blade, and screw were removed successfully. Patient had a total hip implanted to follow the removal. There was no reported surgical delay. Concomitant medical devices reported: tfn-advance system nail (part # 04.037.xxx, lot # unknown, quantity 1), 5.0mm ti locking screw with t25 stardrive recess for im nails (part # 04.005.5xx, lot # unknown, quantity 1). This complaint involves 1 device.